Event description:
The event is reported as: during incoming inspection by the distributor ((B)(6)) it was noted that a 7.5mm endotracheal tube was in the package with a label for 8.0mm endotracheal tube. A total of 54 devices were reported, by the distributor ((B)(6)), with this issue.

Manufacturer narrative:
The failure mode "7.5 packaged in 8.0" was confirmed with the picture attached. No other defects were observed. Per DHR (device history record) the product et tube, cf, 8.0, lot #01a1400211 was manufactured on 01/22/2014. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Failure mode "7.5 packaged in 8.0" can be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, the following actions were taken to address this type of issue in the manufacturing process: a CAPA request #(B)(4) was issued in order to investigate and address this issue on the process.